Event description:
Country of complaint: (B)(6). Intra operative implant breakage. New implants were inserted. Approximate 30 minute delay to operation. Lot number is not available.

Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Manufacturing site evaluation: product not available for evaluation. No lot number provided.